Event description:
It was reported that (2) devices were used during a laparoscopic nephrectomy. It was reported by the rep that the lcsc5 instruments lock out after a few minutes of use. Couldn't get them to work by re-torquing blade. Used test tip to indicate blade trouble. Another instrument was used to complete the case. There was no consequence to the pt.